Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information was obtained indicating that the rv lead was dislodged and caused the high threshold. Further, a fluoroscopy was done in which the physician opted to reposition the lead. The rv lead was repositioned to a more stable area of the apex. No additional adverse patient effects were reported.